Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient that underwent refractive treatment but the target was not achieved. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows the system passed successfully all initialization steps and the user performed a gas change, skipped the scanner test and performed the needed energy and eyetracker and fluence test without any issue. The logfile review shows info message occurred 8 times on that day. Every time the user selected the continue button, so the left eye¿s treatment plan was applied to the right eye or right eye treatment plan was applied to the left eye. According to the provided treatment report the reported treatment could be identified in the logfile. The above mentioned info message did not occur during this treatment. Logfile review shows the reported treatment was performed successfully without any problem. The user did energy checks within recommended time range on that day. The target energy was stable. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) is being filed to correct the date on the prior filed medical device report. Incorrect date of (B)(6) 2018 is being corrected to (B)(6) 2018. (B)(4).